Event description:
A (B)(6) male patient weighing (B)(6) was enrolled into the cool-ami EU case series trial on (B)(6) 2015. Patient has a history of hypertension. Patient had an st-elevated myocardial infarction (stemi) at 09:30 and arrived at the cath lab at 10:44 on (B)(6) 2015. Patient was given anti-shivering medication at 11:14. A temperature probe was inserted into the esophagus at 11:15. An IV infusion of 4 degrees celsius normal saline was initiated per protocol at 11:26. A heating blanket was also used. A diagnostic catheterization was performed at 11:39 until 11:50. A zoll ivtm quattro catheter was successfully inserted in one attempt, into the right femoral vein at 11:46. Patient was given anti-shivering medication before the cooling procedure. The thermogard console was turned on at 11:48 and cooling was initiated. The target temperature on the console was set to 32.0 degrees celsius. A pci was performed at 12:06 until 12:10. An angiogram was performed prior to pci as per protocol and found a left anterior descending (lad) and/or diagonal lesion. Target temperature was not achieved. However, normothermia (body temperature exceeding 35.5 degrees c) was successfully achieved at 16:24. The zoll catheter was removed without any issues and the thermogard console was turned off at 17:00 on (B)(6) 2015. There were no abnormalities at the access site and no reports of a device malfunction. Patient had apical akinesis due to myocardial infarction. On (B)(6) 2015 at 16:39, a left ventricular thrombus was detected via contrast echo. This event prolonged the patient's existing hospitalization. Patient was started on warfarin with low molecular weight heparin cover until therapeutic inr range was achieved.

Manufacturer narrative:
Left ventricular thrombus is one of the more common complications of myocardial infarction. The event occurred three days after the catheter was successfully removed from the patient, who experienced acute myocardial infarction. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The zoll ivtm quattro catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. Please note that there were no reports of a device malfunction.